Event description:
It was reported that patient underwent hip procedure in 2008. During procedure, the provisional stem became stuck in the patient and a one (1) hour delay in the procedure was incurred as a result. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report. Biomet will forward a copy to FDA. Examination of returned device found no evidence of product nonconformance. This report filed in 2008.